Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Pain: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Additional observations: crease fold observed on the device. Additional, changed, and/or corrected data: d9, g2, h3, h6.

Event description:
Healthcare professional reported right side rupture via ultrasound and mammography. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is possible to determine the lot number 2517162 and catalog number n-tsm345 through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture via ultrasound and mammography. Device has been explanted and replaced with a non-allergan device.